Manufacturer narrative:
Details of complaint: the customer reported that the pump on this multigas unit is not working. The patient was moved to another device to continue monitoring of end-tidal co2. There was no patient injury reported. Investigation summary: the device with the reported issue was not returned for evaluation; therefore, a definitive root cause could not be established. The following field(s) contain no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 11/12/2025 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Attempt # 2: 11/14/2025 I called (B)(6) to ask for model and serial numbers of any devices the reported device was connected or related to. A message was left for (B)(6) to call me back with this information. Attempt # 3: 11/17/2025 I called (B)(6) to ask for model and serial numbers of any devices the reported device was connected or related to. A message was left for (B)(6) to call me back with this information.

Event description:
The customer reported that the pump on this multigas unit is not working. There was no patient injury reported.

Manufacturer narrative:
The customer reported that the pump on this multigas unit is not working. The patient was moved to another device to continue monitoring of end-tidal co2. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field(s) contain no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1 11/12/2025 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Attempt # 2: 11/14/2025 I called (B)(6) to ask for model and serial numbers of any devices the reported device was connected or related to. A message was left for tony to call me back with this information. Attempt # 3: 11/17/2025 I called (B)(6) to ask for model and serial numbers of any devices the reported device was connected or related to. A message was left for tony to call me back with this information.

Event description:
The customer reported that the pump on this multigas unit is not working. There was no patient injury reported.